Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, acetabular component rotated and revision procedure was performed on (B)(6) 2007. Additional information received from patient operative (op) notes dated (B)(6) 2007 reports patient was revised on the right hip due to acetabular loosening. Revision op report notes the liner had slipped, and there was fibrous lining on the back side of the cup. The cup and head were removed and replaced. Additional information received from patient op notes reports patient underwent a second revision procedure on (B)(6) 2011 due to cup loosening. The cup and head were removed and replaced.